Manufacturer narrative:
On 04-jan-2017, a field service engineer (fse) visited the customer site and performed a prime for the wash and system with no failures. He also performed many additional primes with no errors. Instrument was one (1) prime away with 2nd replacement of wash solution to working. The instrument was working as intended and hence no further actions were required by field service. The most probable cause of the reported event was due to an operator error where the instrument was not primed. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported that their printer was not printing, and that they were obtaining bf probe failures with their aia-360 analyzer. The customer was unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.